Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were multiple hypotube kinks. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a guidewire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a sterling balloon. No patient complications were reported and the patient's status was good.